Event description:
Information was discovered by millyard advanced medical products, llc by way of a technical investigation completed on 10-apr-2025. Despite no report of death or serious injury, this information is being reported out of an abundance of caution. The patient reported receiving a cassette depleted alarm soon after a cassette change. The remote log history showed that pump idle and pump stopped were previously recorded. On a separate call on the same day, the patient reported a different pump alarmed pump failure, with a communication lost alarm in the log history. No interruption to therapy or adverse side effects were reported. Logs from remote (B)(6) (paired with pump (B)(6) show that the system generated cassette depleted and pump idle attention alarms between 2 days before and 1 day after the date of the complaint. The pump idle attention alarms were determined to be expected behavior based on evidence in the logs. During investigation, the system was unable to complete a test delivery due to cassette depleted alarms. The pump was disassembled for further investigation, and evidence of fluid ingress was observed to be the cause of the cassette depleted alarms. The cause of the fluid ingress into the pump could not be conclusively determined through the evaluation of the returned material. Logs from remote (B)(6) (paired with pump (B)(6) show that a pump failure alarm was generated approximately 7 hours into delivery. During investigation, the pump failure was reproduced during a test delivery. The pump was disassembled, and a hardware failure was observed to be the cause of the pump failure. Both systems functioned within specification as they alarmed accurately and entered a failsafe state after alarming.